Event description:
It was reported that the patient's device was explanted on (B)(6) 2016, due to extrusion of the receiver-stimulator. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on may 22, 2017.